Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1zsj4, implanted: (B)(6) 2019, explanted: 2024-10-30 product type lead product ID 97800, serial# (B)(6) implanted: (B)(6) 2024, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to clarify the statement "ins quit working", the hcp stated that the patient's previous device was implanted on 2019 and they did not follow up for care until (B)(6) 2024. They stated that they had 4 falls in a short period of time and they felt shock and they were unable to void. The battery estimation was between 26-44 months. The cause of the device not working was not determined. The most likely cause of the event was due to the lead fracture during the fall and could not tolerate the sensation of the impedance check and it was unsure if the impedance was in normal range. The lead and ipg was explanted on (B)(6) 2024. They were now able to void normally and no longer feels shocking. The issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary y/bowel dysfunction. It was reported that the previous ins quit working and was shocking the patient, so that was the reason why it was replaced.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97800 (serial: (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.